Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) and/or was hospitalized; cause was not provided. A blood glucose level was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.